Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the battery indicator symbol first occurred during the evening of (B)(6) 2015. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management routine after the battery symbol appeared. She claimed that an hour after the start of the issue, she developed symptoms of "headaches, dizziness [and] blurred vision". She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there had been no misuse of the meter. Based on the information provided, the battery needed to be replaced but the patient did not have a replacement battery available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of an acute diabetes excursion after the alleged power issue began.